Event description:
Laparoscopic cholecystectomy: "the nurse asked for the clip applier rep because she had to report an incident. She explained that the clip would not close. Before the surgeon realized that I entered the room, he commented "I know what he's going to say, I have to clamp down all the way." I tested the clip applier myself and it did achieve full clip closure."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation.